Manufacturer narrative:
Reporting institution name: (B)(6). Device is end of life / end of support.

Event description:
It was reported to philips the device does not recognize the pacemaker during testing. There was no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.